Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) and a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for urinary dysfunction. It was reported that the patient was desperate to get a hold of a rep because, ever since they had open-heart surgery in (B)(6) 2017, they needed their device tweaked, as they had been having trouble with it ever since the surgery. They had an appointment with a healthcare professional (hcp) on that same day. It was also reported that they needed to get batteries for the patient programmer (pp) because it wasn't powering on. On (B)(6) 2018, it was reported that the rep hadn't had any communication with the patient regarding device issues. They were trying to schedule a time to meet the patient, but it sounded like the battery was depleted. There were no further complications reported or anticipated.